Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest. The customer went to the emergency room on (B)(6) 2014 and was discharged. The customer was seeing a cardiologist. The customer's blood glucose at the time of death was unknown. The caller did not know if the customer was wearing the insulin pump at the time of death. The caller did not know if the customer was using sensor or if a sensor was worn at the time of death. The caller did not have the insulin pump and did not know where the device was; hence device details could not be confirmed. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.